Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia procedure, while on abdominal cavity, the mesh bunched up when trying to deploy and the arm bent and would not expand. The surgeon ended up using stay sutures to flat, positioned and attach the mesh. Surgical time was extended for 30 minutes. There was no patient injury.